Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the device was received in good visual conditions and with two cartridge reloads present. Reload b was received with the five most proximal drivers up and the swing tab in the unlocked position. Reload c had the two most proximal drivers up and the swing tab in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The device was tested for functionality and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right ovarian cystectomy procedure, the staples were either protruding or fell out of the cartridge at the back table. The third cartridge was fired and not all the staples formed. On the fourth firing, the staples were not firing appropriate. The device was used to complete the case with no patient consequence.